Manufacturer narrative:
Patient identifier: the entire ID is (B)(6). Patient information: no patient gender/ethnicity/race was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect stat troponin-I results several times on a patient that tested troponin negative at another laboratory. On (B)(6) 2019 and (B)(6) 2019 at 3:19pm, architect stat troponin-I positive of 6.38 ng/ml (sid (B)(6)) and 6.23 ng/ml, respectively, but tested troponin negative (<0.15 ng/ml, siemens vista method) at another laboratory on (B)(6) 2019 at 8:35pm, 11:04pm and (B)(6) 2019 at 2:25am. On (B)(6) 2019, the patient was seen by cardiology consultation where a cardiac catheterization was performed without significant occlusive coronary artery disease. On (B)(6) 2019, architect stat troponin-I positive of 5.6 ng/ml but troponin negative (<0.15 ng/ml, siemens vista method) at another laboratory. The patient was again evaluated in (B)(6) 2019 for elevated troponin and underwent a vq scan which was without evidence of pulmonary embolism. No patient harm was due to the vq scan. The account uses a troponin normal range of 0 to 0.1 ng/ml.

Manufacturer narrative:
The customer instrument logs were reviewed for the samples tested in april 2019 and may 2019. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Review of the ticket trending did not identify an increase in complaint activity related to falsely elevated results. The lot search did identify an increase in complaint activity for falsely elevated results for lot 69444un19. In addition, a device history record review was performed on reagent lot 69444un19, which did not show any potential non-conformances, deviations, or non-conformances. To further investigate the customer issue, the historical performance of reagent lot 69444un19 was evaluated using world wide data. The patient medians and cal f rlu median were analyzed and compared to an established limit. This evaluation indicated that all of the patient medians for lot 69444un19 are within the established limits. However, the cal f rlu median for lot 69444un19 is not within the established limits. Therefore, accuracy testing was performed with reagent lot 69444un19. The accuracy testing was performed using an internal troponin-I panel which was tested with a retained kit of reagent lot 69444un19. Acceptance criteria were met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer issue. No product deficiency was identified.